Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that when the surgeon was shuttling the repair suture through the anchor, the ar-3638 fibertak anchor torn in half before fully tensioned. This was discovered during a procedure on (B)(6) 2021. The implant was removed and the case was completed by using a new ar-3638. Additional information provided 09/29/2021: the procedure being performed was a slap repair. The implant was removed from the patient and the case was completed by drilling a new tunnel and using a new ar-3638.